Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported events were confirmed due to a faulty charged coupled device. In addition, the kinks and knot on the cable were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head display an e311 error and the image is dimmed. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This report is being submitted for the e311 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code (e311) was due to a faulty charged-coupled device (ccd). The root cause of the faulty ccd was unable to be identified. Olympus will continue to monitor field performance for this device.